Event description:
It was reported to kendall/tyco healthcare in 1/2006 that a patient had a problem with the scd compression system. The customer alleges "upon removal of the scd's in the am the patient was found to have one small bruise on the calf to the right of the leg."